Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter displayed the error message ¿apply blood¿ after applying a blood sample. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the subject meter is not working and only displays a blood drop. The patient did not report when the issue exactly started however, he indicated that he has a problem with the subject meter for approximately one year. The patient manages his diabetes with a combination of medication (januvia 100 mg - once a day, metformin 500 mg ¿ once at night and levothyroxine 3 pills) and claimed that he increased his dose of medication by taking a pill of metformin during the day. On (B)(6) 2022, at an unspecified time after the alleged issue occurred, the patient developed symptoms of feeling ¿dizzy, sugar goes up and blurry vision¿. The patient denied that he received any treatment for the reported symptoms but indicated that he can go talk to his doctor. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that the correct test strips were being used for testing. The cca confirmed that the patient was following the correct testing procedure however, the issue remained unresolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.